Event description:
False negative result (s). False-negative result. The user stated that they received negative results with flowflex on 2/17, 2/19, 2/20 and 2/21. They received a positive pcr result from their doctor's office on 2/16.

Manufacturer narrative:
Batch records, final product manufactured and qc records haven been reviewed for lot cov2010022. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Test results of retention samples were checked met with the qc criteria, the reported issue was not found, this complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
False negative result (s). False-negative result. The user stated that they received negative results with flowflex on 2/17, 2/19, 2/20 and 2/21. They received a positive pcr result from their doctor's office on 2/16.